Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to the trunk cable¿s orange pin 4 (+5v) and brown pin 5 (-5v) wires being broken/cut, causing the belt to not communicate with the monitor. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204.